Event description:
It was reported that the patient leads had migrated, and the patient had discomfort at the ipg site due to the ipg size. Surgical intervention was undertaken, and the system was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.